Event description:
A physician reported that during surgery, an ophthalmic tip exhibited poor aspiration. The surgery was completed on the same day after the product was replaced with another one, and there was no patient harm. The procedure type was unknown. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).